Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Ladg - "this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep - "the first clip would not be fired during ladg. The clip was successfully fired after the trigger was squeezed for about five times. The procedure was completed with another ca090." Initial investigation report by (B)(6) olympus - " the event unit was returned to olympus and visually inspected. A clip was being loaded in the jaw. No visible damage was found with the unit. The unit will be returned to (B)(6) for further evaluation. (B)(4)." Patient status - "no patient injury."

Manufacturer narrative:
On (B)(6) 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number (B)(4) for this recall.